Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, (B)(6) 2011. (B)(4).

Event description:
It was reported that an alert was triggered due to oversensing of noise on the right ventricular (rv) lead. The rv lead was inactivated and replaced. No patient complications have been reported as a result of this event.